Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (clip caught on chordae). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip entanglement. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. To further reduce mr a second clip was advanced to the mitral valve however the clip got stuck on chordae and could not be retracted into the left atrium. Therefore, the clip had to be implanted while it was still stuck in chordae. After deployment, the clip appeared to be implanted on both leaflets and chordae. Mr was reduced to 2. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.